Event description:
The customer reports that during a pmi, the field service engineer (fse) discovered that it was possible to place the couch top in "free float" state by pressing the lat and lng buttons located on the couch side panels, despite the srs motion disable function. There was no report of serious injury to a pt and no pt information was provided.

Manufacturer narrative:
The investigation verified that the stereotactic motion disable is not working for couch lateral and longitudinal brake. Varian has identified a deficiency within the design. Although there was no reported injury in this case, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated. (B)(4).